Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during left shoulder dislocation repair procedure on (B)(6) 2021, it was observed that the lupine br w/orthcrd device was broken off. All the pieces were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of left shoulder dislocation repair, the anchor was broken off(as the photo shows), removed all the pieces. The complaint device was received and evaluated. Visual observations and visual inspections on the picture provided confirm that the anchor was broken in the middle portion. In addition, the device didn't present evidence of debris. A manufacturing record evaluation was performed for the finished device lot number: [6l43170], and no non-conformances were identified. As per IFU-109002, establish the axial alignment of the inserter to the hole. Insert the anchor into the drilled hole (through a drill guide) to full depth by firmly pushing on the inserter handle until the depth stop of the inserter shaft reaches the bone surface. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. If maintaining the original orientation of the guide to the bone. The complaint can be confirmed. The possible root cause for the reported failure can be associated with off axis insertion or levering during insertion on the procedure. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.